Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: difficult to remove, failure to retract - locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after clip deployment, the device could not be removed from the pt anatomy. Attempts to remove the starclose by inserting a dilator into the access ports to unlock the thumb advancer and activation of the safety mechanism were unsuccessful. The system was cut and this allowed the device to be released from the pt anatomy. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information provided.